Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with insulin pump. Customer's blood glucose value was 295 mg/dl. The customer was assisted with troubleshooting. Customer stated that their doctor uploaded the pump and there was no information and also noticed the time was wrong. Customer also stated that they thinks the insulin pump was not working. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected powering off or blank display noted. (B)(4).